Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with air bubbles that were developing in the middle of the night. The customer stated that she would wake up with high blood glucose levels. The customer's blood glucose was over 450 mg/dl. The customer would then rewind the insulin pump in order to remove the air bubbles. The customer believed there was an issue with the chamber in the insulin pump that was causing the air bubbles. The customer was not receiving the correct amount of insulin. Advised that a replacement insulin pump would be sent per customer's request. The customer later mentioned that she had been driven to the emergency room in the past due to high blood glucose and blood pressure. The customer could not give further details because she did not recall the incident. Nothing further reported.